Event description:
The customer reported that their passport 2 monitor fell off the quick disconnect wall mount and came close to hitting a patient. No patient injury was reported.

Manufacturer narrative:
The company representative confirmed that the latch on the wall mount assembly was not working properly. He replaced the wall mount assembly, which was approximately three years old. The assembly has been returned to the factory for additional analysis. At the time of this report, datascope is in the process of returning the wall mount to our wall mount vendor for further analysis. Datascope will file a supplemental medwatch when our investigation is completed.